Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain four of four on the homechoice. The patient was connected at the time of the event. During troubleshooting, the home patient (hp) stated that they had disconnected from the setup without pressing stop and then reconnected. The technical service representative assisted the hp in clearing the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a patient disconnecting improperly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.